Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2018. When asked to clarify the report that the patient was unsatisfied with their therapy and their tone was not controlled, it was stated that the family reported they were happy with tone. When asked if the volume discrepancies were resolved, the response received indicated "ongoing." Actions and interventions taken to resolve the volume discrepancy included performing a refill on 2018-dec-05 and confirming programming. The volume discrepancies were not resolved at the time of report.

Manufacturer narrative:
The report that 'when asked if the volume discrepancies were resolved, the response indicated "ongoing."' Does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
When asked if the cause of the volume discrepancies was determined, the response indicated "ongoing."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 655.8mcg/day via an implantable pump for intractable spasticity. It was reported a volume discrepancy occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 16.5 and the erv was 4.8. It was noted this was the patient's second refill and they were noticing the volume discrepancy previously mentioned. It was reported the patient's first refill was in (B)(6) 2018 where the expected was 9.3ml and the actual aspirated from the reservoir was 9ml. The hcp noted that the patient was unsatisfied with their intrathecal therapy from when they were implanted on (B)(6) 2018 until recently. It was reported the patient had multiple titrating dose adjustments from (B)(6) 2018 to (B)(6) 2018 because the patient's tone was not controlled. The patient was seen in the emergency department (ed) due to increased dystonia on (B)(6) 2018. The hcp stated they had increased the patient's dose by 10% on (B)(6) 2018 and gave the patient a 50 mcg bolus. The hcp stated the patient was seen today ((B)(6) 2018) and it was the first time the patient did not want to adjust because their tone was"relatively fine." Troubleshooting done prior to the call included the reservoir was accessed. It was noted this was the second refill post-implant. Reviewed the following for underinfusion: check the pump logs, bring patient back early to check volume, monitor the patient, and consider catheter diagnostics. Troubleshooting considerations included doing a dye study and imaging. It was noted that they plan to confirm catheter patency. It was noted at second refill the patient did not have symptoms. The event date was (B)(6) 2018 (date of implant). No further complications were reported.